Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 26.8 mmol/l. Customer treated with a manual injection. Customer stated that they unable to exit the preparing to prime loop. Customer stated that the drive support cap was sticking out. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.